Manufacturer narrative:
The event occurred outside of the united states .while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is not expected to be returned.

Event description:
It was reported the patient received the following results within 15 minutes: 9.5 mmol/l (system 1) and 5.2 mmol/l (system 2).